Event description:
It was reported that the customer's pump fell off the bed and the touchscreen cracked. The pump was functional; however, "some areas were harder to use than others". The customer was unable to put the pump into storage mode. Blood glucose was 164 mg/dl. The customer reverted to using novolog pens for insulin therapy.